Event description:
It was reported that the pt has had pain since original surgery. Intraoperatively cup was grossly loose, cup showed no in/on growth. Revised to biomet shell. Due to inability issues, biomet shell replaced with tm modular multihole.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. Associated components: ref: 01.00181.440. Lot: 2418450. Item description: metasul large diameter head 44/j. Ref:unk. Lot: unk. Item description: head adapter.